Manufacturer narrative:
Device evaluation:analysis of the returned device identified weight to the spec, crease fold, deformation, voids in the gel. Cloudy in the gel observed after autoclave cycle. It is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported left side inflammatory response. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is inflammation. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side inflammatory response. The device has been explanted.